Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The patient experienced greater than 2 seconds of asystole. It was determined that the thresholds had been varying as high a 1.9v and the device output was programmed to 2.0v. The device output was reprogrammed. Subsequently, a revision procedure was performed. This entire pacemaker system was explanted and replaced with non-boston scientific products. No additional adverse patient effects were reported.